Manufacturer narrative:
Device evaluation : ased on the product analysis performed, the assessments of the complaints are: deflation: observed opening on radius side assessed as surgical damage and observed opening on posterior side assessed as fold flaw opening.

Event description:
Device has been explanted.

Event description:
Patient reported a right side deflation. Healthcare professional later confirmed deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.